Manufacturer narrative:
Add code 1013 and remove 1383.

Event description:
It was reported that customer received a cartridge alarm. Customer continued to use pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer continued to use pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.